Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you explain the reason for quantity involved of 3? The incision was closed using an interrupted technique and several strands of suture were used. Were 3 sutures used during the initial procedure? Yes. What was the condition of the fascia tissue (diseased, weak, normal)? Normal. Was there any patient event prior to the dehiscence (cough, fall)? Unknown. What medical treatment was indicated for the dehiscence? The dehisced incision needed to be repaired. How much (in cms) of the fascia was opened? The full length of the initial incision, and it was reported that all the prolene sutures broke. Can you describe the appearance of the suture during the second procedure? Each interrupted suture was broken, away from the knot stack. Were the knots intact and the suture broken? Yes, knots intact and suture broken. Was the suture intact and pulled away from the tissue?no. What is the surgeon opinion as to the cause of the dehiscence? That the broken sutures caused the fascial dehiscence. What are the patient age, gender, weight, medical history? Unknown. What is the current condition of the patient? Discharged and doing well.

Event description:
It was reported that a patient underwent an ileostomy reversal procedure on (B)(6) 2016 and suture was used to close the fascia using interrupted technique. On (B)(6) 2016, the patient was returned to surgery to repair a fascial dehiscence, which had resulted in a subcuticular evisceration. During the second procedure it was noted that interrupted suture had broken at a point on the suture away from the knot and the skin stitches were intact. Other suture was used to close the fascia. The patient is reported to be discharged and doing well.